Event description:
An altitude alarm was reported twice by the customer when the pump was declared outside the validated operating range while on a plane. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer support instructed the caller to clean the speaker holes and reconnect the cartridge before waiting for insulin to resume. Pump resumed normal operation. Cts to close case as pt needed no further assistance.